Event description:
Pt presented with a loose femoral stem. Pt underwent a revision with new distal femoral prosthesis inserted combined with allograft. No post-operative complications. Device implanted elsewhere.